Event description:
As reported by an edwards lifesciences filed clinical specialist, regarding a 23mm sapien 3 ultra resilia valve in the aortic position, the valve was delivered without issue. Upon removal of 14f esheath plus, it was observed that there was a tear at the tip of the sheath. There was no difficulty or extra force applied while inserting the sheath or pushing the valve through the sheath. Patient remained stable throughout. There were no injuries to patient.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Section e1 phone number has been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was reported as discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: distal tip radially torn along the distal edge of the liner. The reported event was confirmed based on the evaluation of provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Per evaluation of the provided imagery, the distal tip tore radially. The failure mode is characteristic of sheath tip tear event. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. In addition, patients access vasculature was characterized by moderate tortuosity and moderate calcification. Calcification can constrain the tip during expansion. Tortuous and calcified patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath. This can lead to the crimped valve to catch onto the distal tip during system advancement, possibly resulting in distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.